Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device stopped working. It was reported the ipp leaked fluid and the device was unable to cycle. The device was replaced. The reservoir was left in the patient.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the longer exhaust tube of the pump at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Surface abrasion was noted on all pump tubing, and the exhaust tubing and strain relief of cylinder 1. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer pump exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.